Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an index procedure was performed with a venous closure of the right common femoral vein using a prostyle device after an ablation using an 8f sheath. Reportedly, the prostyle achieved hemostasis. Seven days later, the patient returned with swelling and pain in their foot. An echo confirmed a stenosis at the access site and an angiogram confirmed the posterior wall was pulled back [tissue prolapse] causing a possible ligation of the vessel wall. The suture was removed with no change to the stenosis. The stenosis was reported to be caused by the "diaphragm" [tissue prolapse] in a previous ablation procedure. The patent was re-admitted and surgery was used to remove the "diaphragm" [tissue prolapse]. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of pain, prolapse and swelling are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 3189 removed and 2993 added.

Event description:
It was reported that an index procedure was performed with a venous closure of the right common femoral vein using a prostyle device after an ablation using an 8f sheath. Reportedly, the prostyle achieved hemostasis. Seven days later, the patient returned with swelling and pain in their foot. An echo confirmed a stenosis at the access site and an angiogram confirmed the posterior wall was pulled back [tissue prolapse] causing a possible ligation of the vessel wall. The suture was removed with no change to the stenosis. The stenosis was reported to be caused by the "diaphragm" [tissue prolapse] in a previous ablation procedure. The patent was re-admitted and surgery was used to remove the "diaphragm" [tissue prolapse]. Subsequent to the previously filed report, the following information was received: it was reported that the stenosis was caused by either the ablation catheter or the prostyle device. No additional information was provided.